Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area, which resolved the issue, allowing the customer to successfully reload the cartridge and resume insulin delivery.